Manufacturer narrative:
The insulin pump passed the displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 1 (vdd) u1 on the keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm during self-test. The customer¿s blood glucose was unknown. Customer states they was able to rewind the pump and able to successfully clear the alarm. The self-test was performed and it was passed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.